Event description:
It was mentioned that pt is experiencing knee pain and trouble walking for extended time. The knee also feels weak, and x-rays have shown aseptic loosening.

Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. This report will be amended when our investigation is complete.